Event description:
It was reported the physician observed a kink in the lead during the implant procedure which made it difficult to steer the lead. The procedure was completed with a new lead and the surgical procedure extended by 5 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.